Manufacturer narrative:
This report is submitted on may 15, 2023.

Event description:
Per the clinic, the patient experienced migraines and requested the removal of the implant. The device was explanted on (B)(6) 2023. There are no plans to re-implant the patient.